Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir was unable to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed prime/a33 test and excessive no delivery test. Unable to confirm prime/fill anomaly and unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Insulin pump received with reservoir tube lip completely broken off noted.